Event description:
During the filling of peripheral venous access the venflon breaking occurred when did the incident occur? During use this is to report, for the purposes of device-vigilance, that on (B)(6) 2023, during the retrieval of peripheral venous access, the inner core of the venflon 22g plastic material already placed in the vein ruptured and was retrieved but did not result in any outcome for the patient. Herewith in order to take the necessary action.

Manufacturer narrative:
2 black and white photos were returned for investigation. Photo #01 shows two vps samples. The sample on the left observed with safety mechanism activated. The sample on the right observed with safety mechanism not activated due to broken needle, and one cannula hub with catheter placed below. As no sample was returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 22ga 0.9mm od 25mm l needle broken (B)(6) - venflon pro safety 22ga 0.9mm od 25mm l - 393222 - needle broken during the filling of peripheral venous access the venflon breaking occurred when did the incident occur? During use. This is to report, for the purposes of device-vigilance, that on (B)(6) 2023, during the retrieval of peripheral venous access, the inner core of the venflon 22g plastic material already placed in the vein ruptured and was retrieved but did not result in any outcome for the patient. Herewith in order to take the necessary action.

Manufacturer narrative:
Correction MDR for codes.

Event description:
During the filling of peripheral venous access the venflon breaking occurred when did the incident occur? During use. This is to report, for the purposes of device-vigilance, that on (B)(6) 2023, during the retrieval of peripheral venous access, the inner core of the venflon 22g plastic material already placed in the vein ruptured and was retrieved but did not result in any outcome for the patient. Herewith in order to take the necessary action.